Manufacturer narrative:
(B)(4).

Event description:
On 29aug2016 a call was received from a patient (pt) who reported that he/she had an "eye infection" for the past two weeks while wearing the acuvue oasys brand contact lenses. The pt also reported that he/she was using an antibiotic and steroid eye drop. On 30aug2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she recently switched to acuvue oasys brand lenses. The pt reported that he/she had successfully worn the acuvue brand contact brand. The pt reported that the eye care provider (ecp) told the pt that he/she thought "the infection was bacterial." The pt reported that his/her changes to a new lens every two weeks and does not sleep in the lenses. The pt also reported that the suspect product was discarded. On 01sep2016 a call was placed to the pts treating ecp and the additional information was received as follows: date of visit: (B)(6) 2016. Chief complaint: bi: reports watery discharge; bi: reports red eye; ocular complaint: the pt reports ocular discharge; location: it affects both eyes equally quality: the symptoms are worsening; severity: 5 (10 being worst); duration: discharge lasted two to three days; onset: a few days ago; context: worse with contacts; modifying factors: using medication. Ocular symptoms: patient reports redness and yellow discharge; worse in the mornings; patient went to pcp and was given polytrim to use tid in ou; patient states ou seem to sting and ache after using the drops; patient states she has noticed difficulty with focusing ou; patient feels ou react to her oasys after a few days of wearing them; patient has tried av 1 day moist and feels better when wearing them; patient can only "stand" to keep oasys in a couple of hours but notices he/she is able to wear the 1 day moist a full day. Notes: ocular history: none; medical history: asthma; allergens: seasonal. Presenting spectacle rx: (r): dva: 20/20; (l): dva: 20/20; (bi): dva: 20/20. Eye movement skills: saccades 4+, smooth and accurate. Pursuit 4+, smooth and accurate external exam: confrontation fields are full in all quadrants. Facial symmetry exists. Ocular adnexa and nodes normal. Eyelids and lashes clean, healthy and free of defects. Extraocular muscle motilities and versions full. Cover test ; testing ortho @ primary gaze, distance and near. Pupils are equal, round and fully reactive to light. Slit lamp exam: tears demonstrate normal surface qualities and chemistry. Corneal epithelium, stroma and endothelium clear and healthy. Bulbar and palpebral conjunctiva are healthy and white. Chambers are deep and free of cells and flare. Iris appears healthy, normal anatomy and convexity. Lens, both capsules, cortex, and nucleus are normal for age. Conjunctiva: generalized hyperemia of the bulbar conjunctiva. No conjunctival hemorrhages noted. Marked chemosis is noted in the subconjunctival space. Severity of presentation estimated at 1+ mild. A mucous discharge is noted. No staining with vital dyes is noted posterior segment exam: vitreous body clear for age and fully attached. Nerve head will profused, with good rim tissue. Healthy macula with no edema or degenerative pigmentation. Healthy peripheral retinal structures and vasculature. No drusen, exudate, hemorrhages or evidence of retinopathy. Impression: bilateral bacterial conjunctivitis. Therapeutic rx: tobradex 1 drop in both eyes qid as directed for 7 days. Trials 1 day acuvue given to pt to try - d/c use of oasys at this time. This report is for the pts os event. The pts od event will be reported in a separate report. The date of the event is (B)(6) 2016. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l1nn was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.